Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly per consistent tibial fixation failure resolved with a new generation tibial design for the expandable repiphysis prosthesis: mulkey, patrick (seidel) page 37; 2013 msts annual meeting, 2 of these patient were revised a 2nd time to a permanent adult implant due to skeletal maturity.